Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced skin infection from the infusion set on (B)(6) 2025. The patient was treated with antibiotics. The site area was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.